Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: vamc3434c150tj: s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted during tevar procedure. Vamf4040c150 was implanted proximally directly under the left subclavian artery (lsa) and vamc3434c150tj implanted distally. It was reported approximately 2 years post the index procedure, follow-up CT identified a type iiia endoleak. As per the physician the cause of the endoleak cannot be determined. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Additional information was received: intervention was completed on (B)(6) 2021 with the type iiia endoleak confirmed as resolved. Film evaluation summary: the reported endoleak was confirmed on films provided; however the cause and type of endoleak could not be confirmed. Lack of returned angiography images showing the endoleak, which may have included possible endoleak interrogation, did not permit a more comprehensive analysis of the endoleak source/cause. Complete CT¿s were not available for review; therefore, a thorough assessment of the patient¿s anatomy and stent graft in-vivo configuration could not be performed. It is possible that the endoleak seen along the arch was a junctional type iii endoleak, but this cannot be confirmed. Although no clear stent graft integrity issues were observed, a type iii fabric endoleak cannot be ruled out. Fabric wear may occur due to stents abrading the fabric at the level of the overlap. Instructions for use for the valiant captivia thoracic stent graft advises that the diameter of the inner stent should be oversized by 4mm relative to the outside stent when the component overlap is not supported by the vessel. Possible stent diameter undersizing within the junction may have contributed to the observed endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.